Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, it was stated that the patient was revised to address pain, loosening and fracture of the stem in the distal shaft portion. Revision notes reported loose stem and broken fin of the modular prosthesis shaft. Clinical notes reported discomfort. Doi: (B)(6) 2009; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. No code available use for device revision or replacement.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient lawyer is claiming for compensation: hip-tep with s-rom right side on (B)(6) 2009. Pain since 2012. Suspected loosening. Pain on left hip as well. MRI showed fracture of stem on (B)(6) 2014. Revision on (B)(6) 2017 showed fracture of stem and distal and proximal loosening of hip stem.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Device history lot: a review of the sleeve product lot 2516469 manufacturing records was completed by the manufacturing site in cork, with notification received that: ¿DHR review- product code 550504, work order (B)(4) was manufactured on 06-dec-2007. 05 parts were manufactured per specification and all raw materials met specification there was no scrap associated with this lot. There were no ncs or deviations associated with this lot.¿ device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.